Event description:
Patient reported obtaining back-to-back blood glucose results of 206 mg/dl and 85 mg/dl on the advantage system. Patient indicated that, at the time the results were obtained, she was feeling like blood glucose was elevated. Patient did not take any action based on the results and no resultant injury was reported. Patient reported performing an additional set of back-to-back tests, approx 3 1/2 months later, and obtained results of 226 mg/dl and 115 mg/dl. Patient stated that she was not experiencing any symptoms of hypoglycemia or hyperglycemia and took no action based on the results. No adverse event was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.